Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with two infusion sets. Therefore, his blood glucose level was 247 mg/dl at the time of the event. The first infusion set had been used for about four hours and the second was used for about six hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.